Event description:
According to the reporter: the device tip broke off inside the pt cavity and was not retrieved. X-rays were not taken at the time of surgery but the pt will be having a CT-scan or MRI done later. Delay in surgery was about 15 mins. There was no report of pt injury. Procedure: lap pancreatectomy.